Manufacturer narrative:
Patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced infusion set adhesive issue event on 02-mar-2026. The patient reported that the infusion set cannula fell off due to the movement while sleeping. No further information available.